Event description:
It was reported that the pulse generator was explanted and replaced due to pocket infection. The right ventricular lead was capped and replaced on (B)(6) 2017. No additional information is available.